Manufacturer narrative:
The reported events were lead dislodgement, inappropriate capture and failure to advance the stylet. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of inappropriate capture and failure to advance the stylet were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The stylet insertion/ removal test was performed, and the stylet was able to be fully inserted inside the lead and removed with no restrictions. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for the right atrial (ra) lead revision. Interrogation prior to the procedure showed ventricular pacing through the ra lead. Fluoroscopy performed showed that the ra lead was dislodged and migrated to the tricuspid valve area. During the procedure, the stylet was delivered down the lead but would not reach to the tip of the lead. The ra lead was explanted and replaced. The patient was stable throughout.